Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a catheter was returned for evaluation and it was physically investigated. During physical investigation a catheter and the guide wire were received. The test guide wire went through the catheter with slight resistance till the metal gear wheel. Therefore, the investigation is confirmed for the reported malfunction. The aspiration test was performed, and nominal aspiration level was achieved. A clear root cause could not be identified. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural detail ls to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using the rotarex catheter via right groin. During the procedure, the pointer wire from the set remained stuck in the rotarex catheter when it was removed. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using the rotarex catheter via right groin. During the procedure, the pointer wire from the set remained stuck in the rotarex catheter when it was removed.